Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced tape not sticking issue due to excessive sweating on 19 feb 2026. No further information is available.